Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. However, medical records were provided for review. The investigation is confirmed for positioning issue and retrieval difficulties, but is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced difficult to remove, malposition of device, and positioning issue. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old female; weight was not provided.